Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient underwent an insert revision due to ¿locking of knee¿ and ¿post-breakage¿ approximately 9.5 years post implantation. It was communicated that the requested documentation was not available. Without the requested clinical documentation, the root cause of the reported event could not be fully assessed or concluded. The patient impact beyond the reported ¿locking¿ of the knee with post-breakage and subsequent revision could not be determined. No further medical investigation could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2012, the patient experienced breakage of the journ art ins bcs std 7-8 rt 9. This adverse event led to a revision surgery performed on (B)(6) 2021 in which the journ art ins bcs std 7-8 rt 9 was explanted. The current health status of the patient is unknown.